Event description:
We opened an angioplasty cutting balloon. This type of balloon and little blades around it so it comes packaged with a safety sheath covering the balloon. Before placing the balloon on a wire to enter the patient, the sheath is removed. When the endovascular tech removed the sheath, the entire balloon blades and all remained in the sheath and came completely off the catheter. Device did not reach patient.